Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, noticed a tear on the peripheral of the intraocular lens after implantation.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. Only photo was returned. The reported complaint was observed on the returned photo. Returned photo shows an implanted iol. There appears to be a dark scratch/mark on the edge of the optic. Based on our observation of the attached photo, there appears to be a scratch/mark close to the edge of the iol optic. The origin of the observed mark/line cannot be confirmed based on the returned photo and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. The manufacturer internal reference number is: (B)(4).